Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the stapler with reload jammed in tissue while being use in lung resection. The staple line was incomplete on distal end. A component of the device broke off. The x-ray found that there was no component that fell into the patient's cavity. Fired another stapler below to tissue in order to remove the device from the issue. New device was used to complete the case. Patient status is normal recovery.